Event description:
A endurant iis stent graft system was implanted for the endovascular treatment of a 8.0 cm diameter ruptured abdominal aortic aneurysm. It was reported that patient was unstable pre-operative and intra-operative. After successful implementation of the endurant iis bifurcate, an angiogram was performed which revealed porosity at proximal and distal portions of the aneurysm sac. A proximal endurant extension and distal extension were implanted, and the endoleak was resolved. Per the physician, the patient's hemoglobin was desperately low which could have been the cause of the type iii or type IV endoleak. The patient lived for several hours post-operation but expired the next day. Per the physician, the event was related to the procedure.

Manufacturer narrative:
(B)(4). Off label (used to treat ruptured aneurysm).